Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement due to blank display. Insulin pump received with cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump had corroded chamber on the walls and the battery cap threading and battery lasted only for a week. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.